Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received radio frequency pic failed self-test alarm. The customer's blood glucose level at the time of incident was 205mg/dl. The customer also mentioned the device having alarmed for motor error the last couple months. Troubleshoot was conducted. The device was found to have failed the self-test. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on radio frequency board. The insulin pump passed displacement test, rewind basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window.